Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room after receiving a shock from their implantable cardioverter defibrillator (ICD). It was seen in the transmission that the shock was given for atrial fibrillation with rapid ventricular response (af w rvr). Anti tachycardia pacing (atp) and a 36j shock were delivered. No programming changes were made to address this issue. The patient was being monitored. The patient was stable.